Event description:
It was reported that this implantable cardioverter defibrillator (ICD) displayed a code 1005 indicative of an open circuit condition during shock delivery. The right ventricular (rv) lead was confirmed to be fractured and was surgically abandoned. This device was explanted and replaced. No additional adverse patient effects were reported. It is not expected to receive this product for analysis since it was kept by the explanting hospital.